Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad buttons were under responsive. The customer alleged that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: during investigation, there was no damage found to the keypad. All the buttons responded appropriately to user presses. The keypad was removed and there was no damage found to the button contacts. Unrelated to the original complaint, there was moisture observed in the display. The battery compartment was found to be cracked below the bumper pad. The pump case was found to be cracked. The pump was opened and there was moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.